Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2-l4. According to the report, "there appears to be a projecting structure within the inferior vena cava (ivc) at the l3 level" and is believed to be cement extravasation. No patient symptoms or complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.